Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a constant tone. The customer¿s blood glucose was 330 mg/dl at the time of incident. Customer stated that the insulin pump had a recurring constant tone and the display would turn blank even after battery cap replacement. Customer also reported that the insulin pump had a watchdog alarm. The customer was advised that the insulin pump is not expected to return for analysis.